Event description:
On 3/13/2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was displaying only the 'apply sample' icon and the test would not start. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however was unable to reach her by telephone. The mas mailed a letter requesting the pt contact medical affairs. On an unspecified date, the pt attempted to test her blood glucose level but the test did not start, and she did not get a result. At that time the pt was experiencing symptoms of nausea and fatigue. The pt took no action following the use of the meter; however was later taken to the hosp where she was treated with insulin and an intravenous. It would have been helpful to determine the date and time of this event, to confirm whether she attempted to test her blood glucose level while symptomatic. If emergency services were called, if her blood glucose level was tested by the paramedics and or the emergency room and if so, what was the result, her meter results prior to the event, her medication regimen, if any meals or medications were taken prior to the event, and if the pt had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call the pt was incorrectly placing the blood sample on top of the test strip of at the edge, which was causing the test not to start. The problem was resolved during the troubleshooting call with education and training. The meter, test strips and control solution were replaced. Although the issue of the test not starting was caused by incorrect sample application, this incident is being reported as an adverse event because the pt experienced hyperglycemic symptoms, was unable to test her blood glucose level, and required emergency medical treatment.